Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 475cc mentor siltex round moderate profile saline breast prostheses, suffered left breast implant deflation, post-operatively. The patient experienced the following symptoms; soft, unfamiliar bump, and drooping way down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled for implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 11, 2020, the mentor failure analysis lab received the device for evaluation. On december 21, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the product a tear a was observed on the anterior and extending to the posterior view, measuring approximately 2.5 cm. Additionally, parallel lines of shell wear, were observed on the anterior view aspect. Within the wear a tear b was observed measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the tear a , and parallel striations were found on all tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. By the other hand, the evaluation determined that the rupture b is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. A second product was received (5644717). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).